Manufacturer narrative:
The customer reported that they had to access the medications from another pyxis station that caused a delay in patient care.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g2 report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not detected on bus. A field service engineer removed 2 bad cubie pockets and reseated connectors on drawer board. The system functioned as intended after the field service engineer repaired the device.